Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a defective solenoid valve (lv17) which caused the leak. The fse replaced the valve (lv17) and the instrument performed without leaks. The fse verified the probe extends and retracts properly. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported diluent leaked near the manual aspiration probe inside the coulter lh 500 hematology analyzer. The volume of the leak is unknown. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.